Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infection and that their skin was eroding at the site around their device. The implantable pulse generator (ipg) system was removed. No further patient complications have been reported as a result of this event.